Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he was hospitalized due to high acid level in his body and ketoacidosis. Customer's blood glucose was 260 mg/dl. Device was removed from the customer when the ems arrived. During troubleshooting, customer felt the tubing to be vibrating during fixed prime and no insulin exited. Customer was advised the infusion set will be replaced. Customer will not be returning the device for analysis.